Manufacturer narrative:
The customer reported that the central nurse's station (cns) restarted after tele #17 was discharged. Nihon kohden tech support advised them to change the tele's channel and then re-enter the channel, which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the central nurse's station (cns) restarted after tele #17 was discharged.